Event description:
Additional information received reported that the patient was scheduled for a pocket revision on 2014-(B)(6). It was noted that the reasons were unknown.

Event description:
It was reported the patient had pain at the pocket site. It was noted a pocket revision was planned for (B)(6) 2013. Patient status was noted as alive with no injury. It was reported the patient complained of stimulation ¿sticking them like needles¿ when stimulation is on. Patient said it felt ¿warm and tingly¿ and at some point unsure when it started feeling more unpleasant like ¿needle sticks.¿ the patient had stopped using therapy due to this sensation. The representative tried a new program and the patient reported it still felt like needles in leg and lower back. Impedances were checked and within in range. It was reported the pocket and lead were revised. The leads were moved up one vertebral body with good coverage of lower back and top half of lower extremities. Patient noted it felt ¿awesome.¿ all impedances were within normal range.

Event description:
Additional information received reported the date of the revision was (B)(6) 2014. It was reported the patient also had the ipg replaced, an extension removed and replaced. Follow-up regarding patient outcome has been attempted and was unable to be obtained. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient has had an infection since implant. The patient experienced the following symptoms with the infection: ¿funny different feelings¿, nausea, dizziness, felt like she was going to pass out. All the symptoms came on gradually with the infection. The patient did not know what caused the symptoms. A year after implant they tried moving the device to the top part of her back. Then the device was moved to her stomach at the beginning part of this year or end of last year. It stayed infected; apparently the patient¿s body rejected it. The patient experienced swelling with each revision surgery. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient, product ID 37754, serial# (B)(4). Product type: recharger: product ID 3487a-45, lot# v634064, implanted: (B)(6) 2012. Product type: lead: product ID 3487a-45, lot# v516928, implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).